Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, battery cap was damaged and display screen was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was exercised for 24 hours and no power loss or battery related warnings were observed. Investigators confirmed the battery compartment was cracked. The battery cap was damaged. The display was dim. (B)(6).